Event description:
A surgeon reported noticing a deposit on the surface of an intraocular lens (iol) after it was inserted. Widening of the incision was necessary to facilitate removal of the lens. The pt is doing well.